Manufacturer narrative:
Reported event of wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00350 for the other associated device information. It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with histological diagnosis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the wire inside the plastic sheath kinked and broke before the brush extended out of the sheath making the handle inoperable. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: analysis of the returned rx cytology brush revealed the wire had broken. The catheter and pull wire had been bent at multiple locations. The bristled portion of the brush had been cut off. Analysis found that the blue touhy-borst cap had been fully unthreaded from t-fitting threads and the thumb ring assembly had been pulled out of the handle t-fitting. The blue cap and t-fitting threads were undamaged and the pull wire had broken at the distal end of the handle hypotube. Evaluation of returned device found pull wire had been bent and broken at the handle hypotube and the blue touhy-borst cap was disengaged from the handle t-fitting threads. While loosening the blue cap prior to use is necessary to enable brush extension and retraction, excessively loosening or completely unthreading the cap negatively impacts integrity of the device¿s handle stop mechanism, and most likely would result to internal components being pulled out of the device when force is applied to retract the brush. Therefore, the most probable root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to two of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00350 for the other associated device information. It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with histological diagnosis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the wire inside the plastic sheath kinked and broke before the brush extended out of the sheath making the handle inoperable. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.